Event description:
Patient was presented to the interventional lab for a routine diagnostic angiogram of the aorta. After properly prepping and flushing the pigtail catheter, the physician began tracking the guidecatheter over a .035 j-guidewire. When doing so, a clear, hollow piece of plastic, approximately 7 inches long, was forced out of the hub end of the catheter. The foreign body was removed, by hand. The physician proceeded with the procedure using the same catheter. There was no harm to the patient. The product was discarded and will not be returned. The piece of plastic will be returned.